Event description:
It was reported that the brace allegedly keeps automatically unlocking when patient walks. No injury reported.

Manufacturer narrative:
It was reported that the brace allegedly keeps automatically unlocking when patient walks. No injury reported. The root cause of the complaint is a damaged component. The device's lock button failed during manufacturer testing.